Event description:
It was reported that during the preparation stent damaged occurred. The tip of the stent was "twisted". The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during the preparation stent damaged occurred. The tip of the stent was "twisted". The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts on rows 1 to 9 from the distal end of the stent were raised and misaligned. The outer diameter (od) of the damaged section was measured using a snap gauge and measured at 1.52 mm. The od of the stent area where no damage was present was measured at approximately 1.15 mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).